Event description:
It was reported that the patient experienced dysphagia and severe vomiting following their vns replacement. It was reported that the patient previously tolerated high settings and that the settings were low when the patient experienced the vomiting and dysphagia. The patient was admitted to the hospital and the generator stimulation was disabled. The patient was evaluated by an ent scope. The patient's neurologist indicated that the vomiting and dysphagia resolved when the device was disabled. No further relevant information has been received to date.